Manufacturer narrative:
The harmonic ace curved shears instrument has been received for failure analysis. The instrument was found to have one blade broken at the base and a piece measuring 0.427" x 0.084" was broken off. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the harmonic ace instrument the tip of the instrument was damaged and fell into the patient. The tip was retrieved during the same procedure and completed with a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigations. .